Event description:
It was reported that during a peripheral stenting treatment procedure, the inner shaft of the stent delivery system (sds) detached. After the physician deployed a 10x60x75 epic stent, the sds was removed from the patient's anatomy and only the outer shaft came out. The inner shaft had detached in the body. The inner shaft was hanging out of the sheath and it was removed by the physician. No further patient complications were reported and the patient's post-procedure condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer, method, result, conclusion: updated. Device evaluated by manufacturer: the epic stent delivery system (sds) was received with no original packaging or other devices. The inner shaft was completely separated from the luer. There was a completely cured adhesive that resided on the proximal end of the inner member, indicating that the luer to inner adhesive bond was successfully completed. The length of the adhesive bond on the proximal inner was microscopically verified to meet specification. In addition, there was residual of cured adhesive on the bonding port of the luer. The reported inner separation was confirmed; however, there was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, the inner shaft of the stent delivery system (sds) detached. After the physician deployed a 10x60x75 epic stent, the sds was removed from the patient's anatomy and only the outer shaft came out. The inner shaft had detached in the body. The inner shaft was hanging out of the sheath and it was removed by the physician. No further patient complications were reported and the patient's post-procedure condition is stable.